Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced pelvic pain, sensation of sitting on a ball, urinary frequency, fever, pelvic pain, coccyx pain, tail bone pain, continued incontinence, nocturia, recurrent urinary tract infections, pudendal neuralgia, spastic pelvic floor syndrome, obturator neuralgia, urge incontinence, and complex regional pain syndrome.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Additional information received on 11/1/2023 indicates that the patient is also experiencing dyspareunia and mesh erosion.

Event description:
Additional information received on 07/10/2024 indicates that the patient has also had a pelvic abscess, polyuria and (+) enterococcus faecalis. There is a plan for removal of sling, nerve block, botox injection to pelvic floor muscles and cystoscopy conduction of bulkamid bulking urethral agent; however, there is no confirmation this has yet been performed.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the nature of this complaint and the device not being returned for evaluation, a thorough investigation could not be executed. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Event description:
Additional information received on 10/15/2024, though not verified indicates the patient experienced: chronic urinary tract infections requiring antibiotics for 3-6 months, hypersensitivity to clothing, worsened preoperative low back pain and spasm of pelvic floor muscles reportedly caused by the mesh anchors dislodging in obturator internus muscles, bloody watery discharge from vagina, severe pelvic pain that limits physical activity and rectal bleeding. No confirmation received that the mesh has been removed at this time.